Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A patient with a history of stent implantation called to report that after a coronary diagnostic catheterization procedure and while in the recovery room, there was swelling at the access site and he experienced pain in his groin. The following day, the patient's cardiologist (not the physician who deployed the mynx device), examined the site and did not think any treatment was required. The patient was discharged home. On (B)(6) 2009, the swelling increased in size and the pain persisted, so the patient went to the emergency (ER). An ultrasound confirmed pseudoaneurysm (psa). The patient was given a thrombin injection which successfully resolved the psa and was discharged home. At the time of the report, the patient reported having a large bruise that expanded from his groin down into his leg however, he reported that he was currently feeling fine. The aci sales professional was made aware of this event and he reported that he was present during the procedure. He reported that the technician who was under training, prepped and deployed the mynx device without any issue. Post procedure, an acute small hematoma was observed. The technician applied additional manual compression and the hematoma was resolved. The patient was discharged per hospital protocol the day after the procedure.